Manufacturer narrative:
The device was rec'd. Investigation is not complete.

Event description:
The customer contact reported the device delivered less than expected. The device was returned to the biomedical engineering dept with a note that stated, "infuses set rate incorrectly." No specific pt info, device programming, or event details were provided. During testing at the user facility, the device was delivered less than expected. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.